Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail ctr arm assembly is broken. No further info is available on the repair of the bed at this time.